Manufacturer narrative:
This report is submitted on 15 january 2021.

Manufacturer narrative:
This report is submitted on 15 april 2021.

Manufacturer narrative:
It was reported that the patient was treated with oral antibiotics (date and duration not reported). This report is submitted on 10 december 2020.

Manufacturer narrative:
This report is submitted on 23 oct 2020.

Event description:
Per the clinic, the patient experienced an infection, resulting in the explantation of the device. Additional information has been requested but has not been made available as of the date of this report.